Event description:
A nurse reported that at the start of the vitrectomy procedure one of the valved cannulas started leaking. The surgeon proceeded to carry out the procedure and treat it like a non-valved cannula. The procedure was completed, without harm or impact to the pt. There is no additional info expected to be obtained for this case.

Manufacturer narrative:
The investigation is in process. A sample has been received by a company rep and is in transit to the manufacturing site for investigation. A root cause has not been identified. (B)(4).